Event description:
Patient reported experiencing the infusion set tubing separating from the luer lock on two occasions. Patient discovered the separation after feeling moisture on the infusion device. She indicated that the events occurred in mid-march and two weeks later. Patient stated that her blood glucose was elevated to 20 mmol (360 mg/dl). Her normal range was 4-6 mmol (70-110 mg/dl). She indicated that she felt thirsty, tired and nauseous when her blood glucose was elevated. Patient stated that she changed the infusion set and administered a bolus to compensate for her blood glucose level. She did not require medical assisance. Product was requested to be returned for evaluation.